Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested for no audible alarm due to sieve dust in the system making the unit unrepairable, so the original complaint issue was not able to be confirmed.

Event description:
Dealer states the unit has no audible alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no audible alarm.